Manufacturer narrative:
Corrected a2.

Manufacturer narrative:
The medical device was explanted and the hospital sent the explant to a third party investigator for investigation. Scope and results of the investigation were summarized and a level 1 explant report was provided to gore. Gore explant scientist observations stated the following: segment 1 was a trunk-ipsilateral leg endoprosthesis device that was reported to measure approximately 150 mm in length. The abluminal surface was covered in scattered, minimal plaques of light red biologic material. The proximal extremity appeared to contain minimal amounts of light pink biologic material on the luminal surface but appeared open. Distal extremity a appeared to be open. Segment 3 was an unidentified fragment that was contained within and extending from the ipsilateral leg portion of segment 1. Distal extremity b appeared to have been transected and appeared to be open. Segment 2 was a contralateral/ipsilateral leg endoprosthesis and was reported to measure approximately 98 mm in length. The abluminal and luminal surface of the segment was generally devoid of biologic material. Extremity a appeared to have been transected. From gross images all material disruptions (i.e., transections) appeared to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors) likely used during a surgical procedure. No saline-patency test was noted to have been performed, therefore the patency of the devices could not be confirmed based off the analysis or images provided. Requests were emailed to the third party investigator to acquire additional information regarding the disease progression, patient medical details, and event dates. No additional information was provided. A review of the manufacturing records for the device could not be conducted because the lot # remains unknown. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Updated investigation findings code to c19 - no device problem found. Code c21 is no longer applicable. Updated investigation conclusions code to d15. Code d16 is no longer applicable.

Manufacturer narrative:
B3: the exact date of event is unknown, the first re-intervention of the endoleak took place in 2021, therefore, (B)(6) 2021 was used as date of event. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® aaa endoprosthesis (contralateral leg components, sn unknown). H3 other code, h6 code b15 and b17: the medical device was explanted and the hospital sent the explant to a third party investigator for investigation. Scope and results of the investigation were summarized and a level 1 explant report was provided to gore. Gore explant experts are evaluating the provided report. Requests were emailed to the third party investigator to acquire additional information regarding the disease progression, patient medical details, and event dates. The answer is pending. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to aneurysm enlargement, endoleak, surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® excluder® aaa endoprosthesis was implanted in (B)(6) 2019, in aorto-bi-iliac position in order to treat an elective abdominal aortic aneurysm. On a unknown date, an endoleak type ii was detected. Lumbar arteries embolization was performed in 2021. No follow-up was conducted for the following 2 years. On a unknown date, the patient presented abdominal pain, and an emergency CT scan revealed an enlargement of the aneurysmal sac (70 mm). On (B)(6) 2024, after about 4 years and 5 months after the initial implant, the gore® excluder® aaa endoprosthesis was explanted and open reconstruction was performed.